Event description:
Event description guidant received information that this patient had received four shocks with this transvenous defibrillation lead. The shocking impedance was measured at 47 ohms, but pacing impedance was > 3000 ohms with noise on the rate/sense channel. Fluroscopy revealed a rate/sense fracture. This portion of the lead was removed from service and the shocking portion remains active. An additional rate/sense lead was successfully implanted. No other adverse events have been reported.